Manufacturer narrative:
Reason for reoperation is deflation. Device evaluation: visual analysis of the returned device identified: crease fold, red particles in the fill channel and an extended opening. A leak test and microscopic analysis was performed which identified: one striated opening on the posterior and partial delamination of the valve. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is one striated opening due to surgical damage consistent in the use of some surgical tool and partial delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
The device has been explanted.